Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or very low battery alert due to blank display.

Event description:
The customer reported via phone call that insulin pump received low battery alert. Blood glucose was unknown. The insulin pump will be returned for analysis.